Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 18 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the tube was replaced on (B)(6) 2021 and was found to be torn. Tungsten pieces did not come apart and the tube reached the patient's large intestine, so the user facility judged there was no problem. No patient injury was reported. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The reported incident was confirmed; a separation of the bolus tip and tubing was noted. There were signs of adhesive at the end of the tubing where the bolus tip and tubing was bonded together. No other damages were noted on the device. The root cause of the reported issue could not be identified. Process assessment found no activities or tools that could cause this type of flaw in the tube component. All information reasonably known as of 28 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in progress. All information reasonably known as of 15 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.